Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged peri-operative joint infection was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported by an onkos sales representative, that a 76-year-old male patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2025 due to alleged periprosthetic joint infection.